Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that there was an air bubble in the reservoir. The customer was purging the air bubble out during the phone call. His blood glucose was 393 mg/dl. Troubleshooting occurred for the insulin pump issues. The reservoir was not returned or replaced.